Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: file reviewed. DHR review activity created. No device will be returned. There were no other adverse reactions during subsequent disposal. Following additional information requested via pcf activity: - what is the current status of the patient? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - if product was removed: ¿ what was the appearance of the suture during the removal? - if re-suture/re-closure was performed: ¿ was reoperation necessary to remove the suture and re-close the wound? ¿ was the suture trimmed in physician¿s office? ¿ was the suture removed in a routine post-op procedure? ¿ was the suture removed in a reoperation procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023, and suture was used. After 12 days of suturing the vaginal mucosal layer, all sutures were not absorbed, and the sutures ends were obvious. There was no breakage or softening of the pulled suture ends, and the patient felt pain. There were no other adverse reactions during subsequent disposal. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/8/2023. The following information was received: procedure date should be (B)(6) 2023 , event date should be august 1st, 2023 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 11/8/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.